Event description:
The trilogy evo o2 was returned to the third-party service center for evaluation for a failed annual service, and the customer¿s complaint was confirmed. During the evaluation it was noted that active exhalation verification pilot reading failed at testing. The event log was reviewed and error codes in relation to the (o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open and the o2 flow communication ceased, and the sensor is reporting the same value were observed). No alarms sounded at bench run. In conclusion, the device's 3-way solenoid valve and oxygen blender module subassembly were replaced to address the issue. The device was tested and passed all final testing. Additionally, during the service of the device, error codes were noted unrelated to the reportable malfunction/issue. The device system board was replaced to resolve the issues. Periodic maintenance was performed, and the particulate filter and inlet foam filter were replaced. The outlet side panel was replaced for physical damage. The device passed all final testing.